Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. The insulin pump was unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, compromised force sensor error and excessive no delivery test. The insulin pump was unable to verify the motor error alarm and motor position encoder error alarm due to blank display. The insulin pump was received with moisture damage to the motor, vibrator, keypad and battery tube assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a recurring motor error during basal delivery and a motor position encoder error while trying to clear the motor error alarm. The customer¿s blood glucose level was 10.3 mmol/l at the time of the incident. No troubleshooting was performed. The insulin pump is being replaced and is expected to return for analysis.